Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. (B)(4) 2013. Code: the programmer files were reviewed. Contact name updated. Conclusion: the reported behaviour most probably results from the specific patient morphology. No indication of a lead issue was observed. Normal lead parameters have been recorded. No noise sensing was observed. There is no evidence suggesting a lead failure or a connection issue. The morphology of the r-waves has been reviewed by the clinical department, and no anomaly was observed. Most of the recorded pvc's exhibit this pattern. This signal could be due to the specific path followed by the depolarisation wave.

Event description:
Upon scheduled follow-up on (B)(6) 2013 (30 months post implant), the physician observes a signal which he believes to be unexpected. The defibrillation lead connected is an isoline 2cr6 (under advisory). Detailed review of the files received did not reveal any anomaly. The observed emg patter is due to the patient's specific morphology. No evidence of a lead issue was found.